Event description:
It was reported that patient's implantable pacemaker has dropped and kept moving around since implanted. Patient advocate thinks the leads are loose which is causing the device to move around out of pocket. Also, patient has been experiencing fatigue, dizziness and rapid heart rate since changes were made. Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.